Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized twice, two years ago because the insulin pump was not working. Her blood glucose level was over 400 mg/dl or 500 mg/dl both times. She had a diabetic ketoacidosis and was hospitalized for a couple of days. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.